Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary service & repair evaluation the customer reported that device was found possibly stuck and broken. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. The item passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 311.01.96, synthes lot number: ft00452, supplier lot number: n/a, release to warehouse date: 13-apr-2017, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the handle with mini quick coupling would not accept the unknown screwdriver shaft and appears to be broken or something is stuck in the cannula. They simply chose the other unknown screwdriver handle in the set and used it successfully. There was no surgical delay. The procedure was completed successfully. There was no harm to the patient. Concomitant device reported: unk - screwdrivers: shafts: trauma (part # unknown; lot # unknown; quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).